Event description:
Account alleged that they are just now hooking beds up to the nurse call in order to send priority call when ppm is alarming. Account stated they have found multiple beds not sending calls when alarming but do alarm locally at the bed. No patient impact.

Manufacturer narrative:
Account stated they found this issue occurred with eighteen different advanta beds that were all on the same floor of their facility. The account is not sure if there was some type of surge that took the universal television boards out. The universal television board failed. The account replaced the universal television board in all eighteen beds to resolve the issue. The account did not have the serial numbers for the beds.